Event description:
As reported by implant patient registry, approximately 1 year, post-implantation of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, the 23 mm sapien 3 valve was explanted and a surgical valve was implanted. Per the medical records, the patient presented with volume overload and was admitted to the hospital. A significant perivalvular leak was found. Per the op report, there was a large pvl around the tavr valve. The valve was explanted and a redo aortic valve replacement (avr) procedure was performed. The patient was discharge 11 days post-implant with good condition.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on medical report. A review of the device history, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. As reported, ''approximately 1-year, post-implantation of a 23 mm sapien 3 valve in the aortic position via transfemoral approach the patient presented with volume overload and was admitted to the hospital. A significant perivalvular leak was found''. In this case, the ''volume overload'' could affect the ventricular. The ventricle tends to become enlarged, its general shape becomes more globular and less elliptical, and the muscular wall of the ventricle often becomes thinner due to mechanical stress on the heart muscle. The chronic elevation of wall stress mediated by volume overloaded leads to cardiac remodeling. As a result, the cardiac remodeling compromised the seals between the valve and the target site, leading to pvl. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.